Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: dull needle.

Event description:
Healthcare professional reported "needles out of kit were all "blunt" dull. The device was not implanted.

Event description:
Healthcare professional reported "needles out of kit were all "blunt" dull. The device was not implanted.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b.braun medical who has been notified of this complaint. Additional, corrected and/or changed data: d.3, g.1, h.2, h.6, h.11.